Manufacturer narrative:
During preventive maintenance on (B)(6) 2019, the autopulse platform (B)(4) failed initial functional testing due to ua41 (patient temperature sensor failure) error message upon power up. The root cause was due to the damaged temperature sensor cable. Upon visual inspection, observed flashing lcd screen on the platform. The processor board was replaced to remedy the issue. The platform failed initial functional testing due to ua41 (patient temperature sensor failure) error message upon power up. The temperature sensor cable was replaced to remedy the issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with (B)(4).

Event description:
During preventive maintenance on (B)(6) 2019, the autopulse platform (B)(4) failed initial functional testing due to ua41 (patient temperature sensor failure) error message upon power up.